Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps cover glue peeling was noted. In addition, pink rubber chip, bending section cover crack/chip, water balloon clog, and inlet loose were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera ii ultrasound gastrovideoscope will not inflate the balloon. The event occurred during preparation for use, prior to a diagnostic procedure. During a standard service inspection of the customer returned device, forceps cover glue peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Event description:
Device evaluation also found foreign material that could not be removed from the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional reportable event found at device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The auxiliary water supply channel was detached, and the air/water nozzle was loose. It is likely that the foreign material could not be completely removed because reprocessing could not be performed properly due to air leak. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.